Event description:
It was reported that the impedance was greater than 3000 ohms on the rv pace sense. The alert went off and patient heard it and came in for a checkup. There was no oversensing. The device was suspected to have a loose set screw. The lead and device remain in use. It was further reported that the device was reprogrammed to turn of lead right ventricular (rv) lead impedance alerts and sensing polarity changed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance was greater than 3000 ohms on the rv pace sense. The alert went off and patient heard it and came in for a checkup. There was no oversensing. The device was suspected to have a loose set screw. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An rv impedance spike had also been reported. The patient is a participant in the system longevity study and product surveillance re gistry clinical studies.